Manufacturer narrative:
The involved level sensor has been discarded by the hospital and cannot be sent back for investigation. Same device with same failure has been investigated in (B)(4) (8010762-2015-00055) and no failure has been detected on the part in question. Level sensor has been installed and test run for 2 days has been performed. Four times 2 hours. Observation: no failure detected, no pump stop occurred. When moving the sensor, if sensor is already connected to the level sensor pad, an alarm and a pump stop occurs. Then the pump automatically restarts when sensor is released. This occurs of the contacts of the sensor and level sensor pad. Most possible root cause is that the sensor was not connected properly at the level sensor pad. A malfunction of the sensor could not be detected. Thus failure could not be confirmed. Hospital staff is trained on the product. Therefore he replaced the defective level sensor by himself. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The involved level sensor will be send to maquet medical systems for investigation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a pump stop caused by intervention of the level sensor. By unlocking the level intervention the pump was running further. There was no patient or user injury reported. (B)(4).

Manufacturer narrative:
Pump serial number: (B)(4); pump part number: 70104.3267.

Event description:
(B)(4).